Event description:
An (B)(6) male pt with pneumonic disease, chronic kidney disease, (B)(6), chronic cardiac failure and atrial fibrillation underwent aaa repair. The pt's anatomical form was suitable for endovascular repair and the procedure was consisted of placement of a main body and two iliac leg grafts. The final confirmatory angiography showed proximal type I endoleak (1820334-2011-00636) and distal type I endoleak from the right (1820334-2011-00638). A body extension was additionally placed for proximal type I endoleak and an iliac leg graft was additionally placed in the right for distal type I endoleak. Both endoleaks became better but still persisted, but the physician decided to take a wait and see approach and completed the procedure. The pt's condition after the procedure is unk as not provided by the reporter.

Manufacturer narrative:
(B)(4) - no pt outcome was provided by reporter. (B)(4) - endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meets the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines, by report, the condition of the iliac arteries contributed to the reported endoleak. The physician decided to take a wait-and-see approach after the endoleak was reduced by placing an additional iliac leg. At this time there is no indication that a design or process induced failure of the device resulted in the endoleak. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). The risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.